Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a high blood glucose level of 446 mg/dl. Customer treated the elevated blood glucose level with a manual injection of insulin. Customer reported feeling the nausea as a result of the elevated blood glucose level. Customer's current blood glucose level is 209 mg/dl. The customer was able to troubleshoot during the call. The customer reported that the infusion set cannula was not bent. No product is expected to be returned.